Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 560 mg/dl. The customer administered a manual injections, and administered a correction bolus via pump to address bg level. Replacement pump was sent to customer to resolve the issue.